Event description:
Pump declared a cartridge change error, which was addressed by tandem technical support. There was no adverse impact to the customer's blood glucose level. Technical support assisted in filling and loading a new cartridge onto the pump, allowing the caller to complete the load process and resume insulin delivery.